Event description:
Caller reported a tandem mobi cartridge alarm. There was no reported impact to the customer¿s blood glucose level. During the follow-up, the customer's issues were confirmed to be resolved after they spoke with another agent. The duplicate case was closed.